Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). At the pump refill in april 2014, the arv was 22ml and erv was 13ml. At the (B)(6) 2014 refill the arv was 35ml and the erv was 26ml. A dye study was performed during this refill and no fluid was aspirated from the cap, thus the procedure was aborted. This was additionally reported as unable to withdraw cerebral spinal fluid (csf) during a dye study. The pump was then refilled on (B)(6) 2015 with 40cc of morphine, with no pump interventions performed after the refill. In (B)(6) 2014 a 3d-CT scan was performed; no kink or occlusion was in the catheter and the pump was noted in normal position. However, the pump was reportedly not working, as the patient's pain had not been controlled since (B)(6) 2014. This was additionally reported as the pain was not relieved at all by it (intrathecal) pump. The gradual pain onset was reportedly interfering with the patient's daily activities. The uncontrolled pain was attributed to the pump and the catheter, and the pump and catheter issue's were unknown. In (B)(6) 2015, they decided to replace the pump, however, workman's compensation declined it; the health care provider (hcp) was still working on that. The patient had not recovered, as the pain/issue was ongoing. The hcp authorized for the device to be permanently turned off. There was additional information reported regarding an empty reservoir that was not relevant to this event and therefore was omitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11142r22, implanted: (B)(6) 2002, product type: catheter. (B)(4).